Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited 38 episodes of asymptomatic ventricular tachycardia (vt) requiring anti-tachycardia pacing (atp) to terminate the rhythm, all appear to initiate with biventricular trigger pacing. The technical services (ts) recommended turning biv trigger off. This crt-d remains in service. No adverse patient effects were reported.